Event description:
As reported, while in use on ac power, the ventilator beeped three to four times, then shutdown and would not power on again. The unit was replaced. Later, it was inspected and at that time the vent turned on and ran properly. Please note there was no death or serious injury in this case.